Manufacturer narrative:
D9 - date device returned to manufacturer: 28-mar-24. H3 and h6: evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a scratched lcd lens, damaged battery compartment, peeled dso seal, and a non-functioning uso sensor. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the uso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the upstream occlusion (uso) test. The fault occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement, and no patient harm.